Event description:
Customer's family member called to report pt was admitted as an inpatient for medical treatment due to low bg's. Family member changed reservoir about 4 hours before low bg. Customer may have been connected and family member is unsure.